Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s charger would not charge the device despite attempts with the screen up, case removed, and different outlets, and a replacement with an additional spare was requested and arranged by customer care agent. No adverse clinical effects reported. Outcomes included no change in therapy and no medical interventions. Investigation included troubleshooting and user education. Investigation of this case revealed a nonfunctional external power/charging accessory with no device alerts or alarms and no evidence of patient harm. It was concluded, based on previously established findings for similar reports, that the cause was an accessory malfunction consistent with wear or handling.